Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. Trouble shooting was performed for blank display. Customer was advised to remove battery, wait for the insert battery alarm before inserting new aa battery and advised to ensure that the battery was securely fastened and battery slot aligned horizontally with pump. Customer states display returned. Customer was getting very nervous and upset because the insulin pump keeps dying without warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).